Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("the left was distal by greater than 30 mm") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (emergency surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain and back pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain and device dislocation with essure. The reporter commented: insertion of essure was unsuccessful per notes, what was discussed with patient previously was performing a tubal ligation because it was distal by more than 30mm." Adverse event was reported on the same patient approximately on year ago. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-jul-2017: product stop date added. Case classification changed from other event to incident. Essure was removed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.